Manufacturer narrative:
The prowler plus (0.021") microcatheter was not returned. The locking mechanism is corrected located and fully functional. Located proximally 81.5 cm off the distal tip of the green introducer, the dpu protrudes outside the sheath for a length of 25.5 cm before entering the resheathing tool. As viewed through the sheath, the coil has multiple sections of compression and buckling. The dried blood pattern and the coil both show "snaking" or compression. The coil's socket ring is lodged down inside the outer sheath. Located adjacent to both sides of the marker band, the dpu has been bent in multiple locations. Located proximally 8.0 cm off the distal tip is a severe kink on the green introducer. This kink lines up with the y adaptor's adjustable gasket. The coil was returned severely damaged. Multiple contributing factors concerning distal interference were found that may have caused the complaint event. The evidence strongly suggests that the y adaptor¿s adjustable gasket may have been over tightened on the introducer sheath. This would have produced the compression damage to the coil; forced the coil¿s socket ring down into the outer sheath; and caused the dpu to protrude outside the sheath. The locations of the kinked introducer sheath lines up exactly with the y adaptor¿s adjustable gasket ring. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿caution: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally; if the introducer tip and microcatheter hub are misaligned; damage may occur to the microcoil as it passes through this transition.¿ the secondary contributed factor may have occurred in the hub to microcatheter tube junction. There may have been a misalignment between the distal tip of the introducer sheath and the distal section of the hub¿s funnel into the microcatheter¿s tube. This would have produced the coil buckling observed during the complaint event and the damage found to the rest of the microcoil system. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿introducing the microcoil system: loosen the main valve of the rhv attached to the infusion microcatheter hub. Gently insert the introducer tip into the rhv until it can go no further and is in close alignment with the hub of the infusion microcatheter. (There may be a small space; as shown in figure 4; between the tip and hub depending on the type of microcatheter used.) Gently tighten the rhv main valve around the introducer sheath to prevent back flow of blood. Visually inspect the alignment of the introducer tip and the microcatheter hub to ensure they have not slipped apart.¿if any part of the coil entered the microcatheter¿s tube; then this contributing factor may have also contributed to the complaint event. It was found that there was a selection on a noncompatible 18 series microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 inches (0.356 to 0.432 mm). The prowler select plus microcatheter has an inner lumen of 0.021¿. In addition; without the return of the prowler select plus microcatheter and the y adaptor used in the procedure; it cannot be determined if these components had an additional contributing factor to the complaint event. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU is a possible factor contributing to the inability to advance the coil. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The only information known at the time of the complaint was that the device is defective. Failure analysis found kinking and compression damage on the returned coil.